Event description:
It was reported that the surgeon explanted an icm120v4 12.0mm implantable collamer lens. Additional info was requested, but not yet received. If further info is provided, a supplemental medwatch will be submitted.